Event description:
The manufacturer received information alleging that a patient's trilogy evo device was displaying a ventilator inoperative alarm when the patient was not on the device. There was no harm or injury reported. The customer called the local philips helpdesk for this issue. A philips representative assisted the customer on this issue. The customer informed the philips representative that they had powered down the device and unplugged it from its power source between five to ten minutes, but this did not resolve the issue. The philips representative recommended switch out the ventilator and send it in for repairs. Currently, the device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.